Manufacturer narrative:
Complaint (B)(4). Unfortunately, the customer samples were lost in transit by ups. No response was received from the customer to requests for additional return of further samples. No customer pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. We are still waiting for samples from the customer for our evaluation of the event. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer advised the tubes filled below the bottom tip of the black arrow. The customer advised they recollected to obtain the correct blood level.